Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer declined to further troubleshoot with tandem technical support, therefore no additional information could be obtained.